Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was unable to be further presumed from the information provided for this investigation. It was noted at the user facility that the event was not reproduced. As the device was not returned to the legal manufacturer, a further cause could not be presumed. It was concluded that the event was not due to misuse by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, during evaluation of the device, the following nonreportable malfunctions were identified: water, air leakage from channel, abnormal appearance of ultrasonic probe, glue floating on curved part, wear in channel, noise generated due to continuity failure due to internal flooding, insertion tube damage due to physical load, damaged connector due to corrosion from leaking water and angle lever play due to angle wire extension. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that there was no image with the evis exera ii ultrasonic bronchofibervideoscope. The issue was found during preparation for use for a therapeutic procedure. There was no patient harm associated with the event.